Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Event description:
It was reported, ¿at 8:00 a.m. On (B)(6), the nurse discovered that the patient¿s tube had fallen off and immediately patted her chest. A radiograph was taken to confirm the position of the tube, and it was found that the tube had fallen off to a distance of 4cm from the puncture point. Contacted the interventional department and other departments. During the preparation for the operation, it was too big, so the operation time was delayed. When the position of the tube was confirmed again, the tube had come off. Fall to the chest. The patient is a hematology patient, 82 years old, with 6.5cm of catheter exposed inside the body. Length 37cm, last serviced on (B)(6).¿ no other information was provided.